Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut, but did not staple. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.